Manufacturer narrative:
(B)(4) - no pre-dilatation. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported shaft detachment was able to be confirmed. The reported failure to advance the device was unable to be replicated in a testing environment as it was based on operational circumstances. Based on a visual and dimensional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/ review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified. It should be noted that the xience v everolimus eluting coronary stent systems instructions for use (IFU) states: pre-dilate the lesion with a ptca catheter. In this case, it is unknown if the reported IFU deviation directly caused or contributed to the reported complaint.

Event description:
It was reported that the procedure was to treat a lesion in the right coronary artery with mild tortuosity and heavy calcification. The 2.75 x 28 mm xience v stent delivery system (sds) was advanced for direct-stenting; however, during repeated attempts to cross to the lesion, the shaft separated outside the anatomy, due to the heavy calcification. No other device was able to cross to the lesion, and the patient was treated with medical management. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.